Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the health professional did the pre-test at the hospital. The device failed the test because the float switch failed to alarm when depressed.

Manufacturer narrative:
D9 - date returned to mfg: 11-sep-2025. H3: one device was received for evaluation. The service history of this device found no repair history. The customer issue was confirmed as the float switch was found to be damaged. The float switch was replaced. The device passed all tests thereafter.